Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage tank was reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported an overload fault error occurred, and to wait 10 seconds to reboot the system. This is indicative of a system lockup. There is no report of death or serious injury associated with this complaint.